Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the distal tip of the anchor was fractured with all pieces were attached to the device. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole therefore are potential root causes for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received on 10/26/2018 stated that the patient has good bone quality. The placement was done according to technique and wasn't off axis. It was reported that a fragment was removed from the patient and an additional bone hole was made to complete the procedure using anchors from another company. There was a delay about 10 minutes. There was no consequences for the patient. The item was returned on february 28th.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: ((B)(4).

Event description:
In surgery on (B)(6) 2018, dr. Xxxx performed the anchor placement without force and without pressure and it had its tip broken. Product with problem: absorbable anchor 4.5mm, ref. 222229, lot: l502595. Procedure: unk.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4).